Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach utilizing a 4.5f non-bsc introducer sheath. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After a guidewire was crossed, a non-bsc balloon was selected for dilatation but the balloon ruptured. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was then advanced to dilate the lesion. However, upon the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a coyote es balloon catheter. No patient complications were reported and the patient's status was good.